Manufacturer narrative:
Section d10 references: product ID b3301542 lot# serial# (B)(6) implanted:(B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 06-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient needed to have their lead explanted due to hardware exposure. The cause of the issue was unknown with no diagnostics needed as the physician was able to physically see it.

Event description:
Additional information was received from a healthcare provider (hcp) that the patient's lead was explanted due to an infection, wound dehiscence. The caller did not know when the infection occurred, but the lead was explanted on (B)(6) 2024. The caller inquired about MRI information. The caller states the patient is set to have another lead implanted, which was the reason for the MRI (pre-surgical lead navigation planning).

Manufacturer narrative:
Continuation of d10: product ID b3301542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.